Event description:
It was reported that there was a leak. The event occurred before patient use during priming at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The root cause is due to an assembly error during manufacturing.